Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal intravascular procedure the catheter tip detached within the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned and is noted to be damaged. The device was examined visually. The complaint is confirmed. The damaged area was located approximately 11 cm from the end of the device hub. The root cause could not be determined, however the most probable cause of the incident is damage while in transit or while in storage. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.